Manufacturer narrative:
Balt USA reference: # (B)(4). The returned device was inspected in our quality laboratory. During our analysis: - we observed complete coil system was included with the device return; - we observed the returned coil system was not able to advance to the returned introducer sheath; - we observed multiple minor kinks and severely stretching along the implant coil; - we observed no visual damage to the detachment zone with the pet jacket, lead wire, solder joints and sr thread intact; - we observed the solders of the detachment zone to be opaque for both wires; - we observed multiple minor kinks along the hypotube; - we noted the delivery pusher was inserted into 2 in-house xcel detachment controller the controllers showed mix solid green light and flashing red/green lights with audible noise. - repeated 4 times in 90° rotations with 2 in-house xcel detachment controllers; - we tested for the performance characteristics and noted the electrical resistance to be 1.999kiloohm out of specification; - we noted the electrical resistance between the gold connector and 1mm proximal of the detachment zone is 49.8ohm - normal; - we noted the electrical resistance between the proximal end of the hypotube and the distal end of the body coil to be 1.993kiloohm - abnormal; - the delivery pusher was cut at the body coil to isolate the electrical resistance measurements; - we noted the electrical resistance of 1.121megaohm on the delivery pusher's cut proximal side; - we noted the electrical resistance between the gold connector and the exposed green lead wire of the delivery pusher's cut proximal side to be 17.3ohm - normal; - we noted the electrical resistance between the proximal end of the hypotube and the exposed yellow lead wire of the delivery pusher's cut proximal side to be 16.0ohm - normal; - we noted the electrical resistance when both lead wires were overlapped to be 40.1ohm - normal; - we noted an electrical resistance of ol on the delivery pusher's distal side - abnormal; - we noted the lead wire of the yellow lead wire at the detachment zone to be broken from the solder joint. Root cause of the detachment failure endured by the coil system can likely be attributed to internal damage sustained by the distal side of the delivery pusher. Upon device return, we observed multiple minor kinks and severely stretching along the implant coil. In addition, we observed multiple minor kinks along the hypotube. The returned device was tested with in-house xcel detachment controllers and the controllers displayed a mix of flashing red/green lights and solid green lights. Performance characteristics of the delivery pusher were then tested using a multimeter, yielding an electrical resistance which measured to be out of specification. The delivery pusher was cut in half to isolate electrical resistance measurements of both halves of the delivery pusher. The delivery pusher's distal end was noted to have an abnormal electrical reading, which was confirmed to be caused from the yellow lead wire at the detachment zone being broken from the solder joint. As a result, it is likely the detachment issues encountered by the user were due to the damage endured by the delivery pusher's distal end. From our observations, it's possible the coil system was damaged during advancement attempts leading to the kinks and further leading to the implant coil becoming stretched upon attempting to retract the coil system. However, it is unclear when or how the damage was sustained. It is indicated in the lhr that the unit underwent 100% inspection which verifies that the entire length of the device was free of damage at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f240401250 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. Due to increase in trend, linked CAPA p-1064 has been initiated for the purpose of deeper investigation of the non-detachment issue. Review of the lhr indicates that lot f250600183 is not a reworked lot and is not associated with a pd or ncmr. Review of the manufacturing records indicated that lot s25051105 is not associated with a pd or ncmr. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "prespack30 was utilized in a pelvice embo coil tracked and packed great got green light on ultra and coil did not fully detatch. Believe the pusher became entangled with coil and pulled coil back. We then tried to snare through 4 frech catheter, was able to get about 15cm pulled back and then coil stretched. Started to pull stretch coil and rest of coil came out of body. No injury to patient utilized (2) 2x12 and 2x8 and 2x4 with out issue. " update 29aug2025 - additional information received from the issuer: "1. To confirm, the coil did not fully detach and it is beilieved that the reason was because the pusher became entangled with the coil? (Would you be able to elaborate a bit more on this?) ·coil did not detach - no issues with entanglement had consistent red/green 2. How would the tortuosity be described in this procedure? Not a issue 3. Can you confirm if the supplemental accessories will be returned? (Ultra, etc) if so, it would be appreciated. No ultra to return, ultras worked fine on other 5 coils". Incident report form submitted for this complaint indicates that no patient injury was sustained.